Event description:
It was reported the programmer rf (radio-frequency) head had telemetry issues when trying to interrogate devices. The rf head was changed out and returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board was damaged and there were pry marks on the case. It was also noted that the cable was out of electrical specification.